Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspections of the device was completed by the manufacturer and found moderate beige dust or dirt contamination observed in filter intake area, outlet port, blower box area, blower housing, and on blower isolators. Moderate light and dark fiber contamination located around the base outlet port, and in cracks and crevasses of the upper and lower enclosure. Minor amount of keratin on blower box, outlet port and the blower outlet. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes multiple contaminates of dust, dirt, fibers and keratin were found and were determined to be from an external source. There was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.

Manufacturer narrative:
In the previous report section d8 was missed to capture, corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).